Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead. Brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead. H3: analysis of the electrical stimulation leads (seral number: (B)(6)) found that the lead body conductor was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on the leads. Electrodes 1 and 3 were good while electrode 2 showed as avoid and 6-15 were marked as do not use. There were no other stimulation issues related to this and the cause was not known. The system was explanted and a new set of leads was not placed due to anatomical obstruction. The patient was going to consult with the physicians for possible surgical paddle lead placement. The issue was resolved.